Event description:
The customer reported that the monitors on the system were black and the foot pedal would stick. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer no additional service information was provided.